Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens on (B)(6) 2010 in pt's left eye. A cortical lens opacity was noted on (B)(6) 2012. Cataract surgery was performed after iol was explanted. An iol was implanted. Pt's last visit on (B)(6) 2012, ucva 20/30.

Manufacturer narrative:
(B)(4).